Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12may2020.

Event description:
It was reported that the ventilator had a bad touchscreen. The biomedical engineer reported that when the touchscreen is calibrated, an error indicating bad touch detected appears. There was no patient involvement.

Manufacturer narrative:
G4: 15sep2020. B4: 16sep2020. A touchscreen was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19may2020. B4: 20may2020. The customer troubleshot with technical support and was provided with part number and price for the touchscreen. The customer reported that the touchscreen diagnostics showed tracking off in the upper left quadrant of touchscreen and was unable to be recalibrated. The customer replaced the touchscreen to address the reported issue, and the unit was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.